Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue could not be replicated. The rep attempted to replicate the issue, so that the system display warning message would appear. When transitioning from a navigated spin to a non-navigated spin, the message would appear. Once acknowledged on the mobile view station (mvs), the system allowed the acquisition of non-navigated spin without any errors observed. The system's logs were sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that after taking an initial spin, the site was able to navigate. However, on the 2nd spin the mobile view station (mvs) was disconnected in order to perform a non-navigated spin. After this, a warning message was displayed which stated "3d navigated spin is disabled, do you want to proceed". The site representative clicked the "okay" button but the message did not go away. The site discontinued use of navigation. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.